Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that the integrated electro surgical unit (iesu) generator faulted during surgery. Tse viewed the live logs and found errors c-82, 3-71, and c-71. The tse asked the customer to pull the iesu power cord and disconnect the iesu external foot pedal cables. The faults returned on power up. The customer would attempt to use the covidien force triad generator. The surgeon continued with the case robotically. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer reported that during the case, the iesu stopped working and a power cycle did not resolve the issue. The case was completed with the force triad generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue by turning on the system without any energy cable or instrument connected to the vio electro surgical generator unit (iesu). The fse replaced the iesu to resolve issue. The system was inspected, tested, and verified as ready for use. Intuitive surgical, inc. (Isi) received the vio iesu involved with this complaint and completed the evaluation. Failure analysis confirmed and replicated the reported complaint. Error m-02-3 returned during restart. The unit will be returned to original equipment manufacturer (OEM) for repair. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure was conducted by a isi technical support engineer (tse) when the customer called in for assistance. Investigation revealed multiple errors that may have been related to the system complaint. Additional log reviews confirmed that system sk3677 was used on (B)(6)2022for a bilateral inguinal hernia procedure. This complaint is considered a reportable event due to the following conclusion: the vio electrosurgical generator unit was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.